Event description:
During evaluation of a returned small volume intermate, a missing blue winged luer cap was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 3, 2013 and october 4, 2013. Evaluation summary: an extra, non-reported sample was received along with the sample for (B)(4). A visual inspection of this sample identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.